Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd legacy pump, the pump exhibited lec 1720. No reported adverse effect.

Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the device was powered up and it alarmed ec 1720 which is an issue with the back-up capacitor. Service will replace the back-up cap to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.